Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was cracked and leaking. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification and the tubing was observed to be separated from the dark blue connector. Functional testing performed included leak testing (eight psi underwater pressure test with lab connectors attached), clamp function testing, and clear passage test. The testing identified a leak through the separation of the tubing and dark blue connector. The reported condition was verified. The cause of the separation could not be determined. Should additional relevant information become available, a supplemental report will be submitted.